Manufacturer narrative:
.

Event description:
It was reported that the patient's system was removed due to infection. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.